Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 926 mg/dl. It was stated that the customer was experiencing unexplained high glucose for two months. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. It was stated that the customer had pulled out her infusion set while sleeping. The customer also mentioned having a bent cannula two days prior to the event. It was stated that recently the settings on the insulin pump were changed. It was stated that the customer has not been using the insulin pump to bolus, and he was using manual daily injections to bolus. No further information was provided.